Event description:
A 3.5 mm diameter x 18 mm length endeavor drug-eluting coronary stent was implanted in a patient for the treatment of an unknown lesion. It was reported that the patient presented with diverticulosis of the colon with hemorrhage. The patient had bloody stools, and proctoscopy confirmed multiple intestinal diverticula. The source of bleeding was not identified. The patient was discharged about 1 week later with the bloody stools resolved. The patient may have been on anti-platelet therapy at the time of the event. As per the investigator, the event is reported not to be related to the device, drug, or the procedure. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: conclusion: (lack of information). (Intervention required).